Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter address (B)(6).